Event description:
It was reported that there was error code 45520 and the keyboard needs to be changed. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective keypad was found to be the cause of the issue. The customer's problem was replicated. The keyboard was replaced to fix the issue.